Event description:
It was reported that out of range issues occurred between the transmitter and pump. It was also reported that air bubbles were observed within the infusion set tubing. Customer performed a supply change to address the issue. Customer¿s blood glucose (bg) level was reported as "high" on cgm. Customer address elevated bg with a correction bolus via pump.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.